Event description:
It was reported that during a da vinci assisted inguinal hernia repair procedure, the plastic sheathing around the base of the permanent cautery hook instrument was broken. It was noted as broken when instrument was opened prior to being docked or put inside of patient. The procedure was completed and there was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. The failure analysis investigation confirmed the reported failure. Per failure analysis, the instrument was found to have a broken proximal clevis. Material approximately 0.16¿ x 0.09¿ was missing at one of the ears of the proximal clevis and not returned by the customer. The other ear of the proximal clevis was found breaking off and hanging at the wrist, but material did not appear to be missing. The known common cause of this failure is mishandling/misuse.